Event description:
The customer reported an uncontained fluid leak of approximately twenty (20) ml from the coulter lh 750 hematology analyzer. The fluid leak consisted of diluent, blood and clenz reagent. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred.

Manufacturer narrative:
The customer replaced damaged tubing at vl12a which resolved the leak. A beckman coulter (bec) field service engineer (fse) found a hole in the complete blood count (cbc) lyse line. The fse replaced the cbc lyse line and the leak was resolved. The fse found a hemoglobin (hgb) lamp defective due to the leak, and replaced the hgb lamp and the female connector for the hgb lamp which fixed the problem. The repairs were verified per established procedures. (B)(4).